Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring insulin flow blocked alarms. The customer's blood glucose level was unknown at the time of the incident. Customer stated that they changed the whole set and reservoir 3 times but still insulin pump getting insulin flow blocked alarm during fill tubing. The customer stated that they tried all remedies and did not want to troubleshoot. The customer was advised to replace the insulin pump and was advised to retrieve and save insulin pump settings and revert to the back-up plan. The insulin pump will be returned for analysis.